Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer had blood glucose level of 300 mg/dl and 443 mg/dl. Customer's current blood glucose level was 410 mg/dl. The customer did not provide details regarding symptoms of their high blood glucose episodes. Customer was treated with syringes and needle. Customer states that the auto mode was active at the time of incident. Customer does not allege insulin pump was under delivering. Customer was assisted with troubleshooting for high blood glucose level. The insulin pump will not be returned for analysis.